Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient was advised to eliminate other possible bluetooth interferences from the smart device's accessories and devices. At the time of contact, no injury or medical intervention was reported.